Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous proximal left anterior descending (lad) artery. Predilatation was performed with an unspecified 2.5mm coronary balloon. The 2.5x8mm taxus liberte drug-eluting stent delivery system (sds) was advanced, but unable to cross the lesion. Upon removal of the sds from inside the patient, it was noted that the distal edge of the stent was lifted up. The procedure was completed with another of the same device and there were no patient complications. The patient's current condition is listed as "good".

Manufacturer narrative:
The complainant indicated that the device was disposed and cannot be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing records shows that the device met its material, assembly and product specifications. The most probable root cause is determined to be operational context.